Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that rep is trying to connect to implantable neurostimulator (ins) prior to case today and there no communication with external devices. Caller used 2 different tablets, along with a recharger that was paired to a handset. No response from any externals. Caller used a 2nd ins for the case and called tech services. Tablet and recharger were being used in the case. Caller attempted to reset ins with tablet and no change. Tech services reviewed physician recharge mode reset and sent instructions as possibility. Rep was able to perform the recharger reset successfully. The ins was recovered and the rep was able to completely charge the stimulator and connect using their clinician tablet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep clarifying that the ins was physically packaged incorrectly such that the location of the ins within the main box/packaging was not where it was supposed to be. This was discovered when the ins packaging was opened at a later time for use. Only this device was implanted in this patient. It is in service and functioning normally. There was nothing wrong with the device at any known point. All issues associated with this report were a result of the ins being physically oriented incorrectly in the packaging.

Event description:
Additional information was received from manufacturer representative (rep). Rep clarified why the second implantable neurostimulator (ins) used. Rep had to use an alternate ins from the account for the scheduled procedure as the one associated with this report was still being reset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative, indicating that the failure to communicate (requiring a reset) was caused by the battery being packaged backwards and the tray being rotated in the box, which placed the ipg in an unexpected location within the packaging; the issue has been resolved, and this information has been confirmed by the physician.